Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of dilator hub separated is confirmed. Upon visual inspection, the dilator hub was returned not attached to the dilator body. A nonconformance has been initiated to further investigate the root cause. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. We will continue to monitor for any developing trends.

Event description:
It was reported that "during insertion of the right femoralis vein the dilator hub separated from the dilator. Due to this it was not possible to remove the dilator from the sheath. As a result a new sheath was used successfully."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion of the right femoralis vein the dilator hub separated from the dilator. Due to this it was not possible to remove the dilator from the sheath. As a result a new sheath was used successfully."